Manufacturer narrative:
(B)(4), results: inherent risk of procedure (death, difficult to position), patient¿s condition affected effectiveness of device (anatomy related; acess issues), unapproved use of device (treatment of a patient with pre-op rupture, implanting thoracic device for aaa). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; access issues), off label-unapproved or contraindicated use of device (treatment of a patient with pre-op rupture, implanting thoracic device for aaa).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented emergently with an aneurysm rupture. During the examination, it was discovered that the aneurx stent graft had migrated distally approximately 90mm due to disease progression. The physician elected to intervene by implanting two valiant thoracic stent grafts. During the intervention, obtaining access was extremely challenging due to the patient¿s belly size; an addition, the patient¿s pressure was very low and the heart was stressed. The patient did not survive the intervention. No additional information has been provided.